Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose (bg) level was 297 mg/dl in the morning. Her bg level was 173 mg/dl in the early afternoon, and had rose to 217 mg/dl in the evening even though she had not eaten. When she removed the pod, she noticed that the cannula had dislodged from the infusion site, and that the cannula was kinked.